Event description:
It was reported that in the middle of the night the cadd legacy pump displayed no disposable clamp tubing- alarm after remodulin cassette change. Patient changed cassette to second pump and has had no more alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.